Event description:
It was reported that during the implantation of a custom baseplate and screws that the structure appeared loose. The baseplate was moving even with all 5 screws in situ. The central screw was removed and the implant and all remaining screws came out as one piece. It was noted that the patient's bone quality may have been too poor to withstand the hold of the screws. It is currently unknown whether the patient experienced any harm or how the procedure was completed. No additional information has been obtained to date.

Manufacturer narrative:
(B)(4). D10: unk central screw cat # unk lot # unk; unk peripheral screw cat # unk lot # unk; unk peripheral screw cat # unk lot # unk; unk peripheral screw cat # unk lot # unk; unk peripheral screw cat # unk lot # unk. G2: UK the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected: h4 the following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. It was provided that the patient had poor bone quality. Per IFU, ¿specialty / custom devices¿, ¿uncemented glenoid components should be used only when there is good quality bone and no significant shoulder instability.¿ the reported event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected: d4 (lot #) the following sections were updated: b4, b5, d4, d9, g3, g6, h2, h4, h11 product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information is available at the time of this report.